Event description:
(B)(4). Ok so I had the essure placed back in (B)(6) (2015) and ever since my body hasn't been the same. I was not told about any side effects. I wasn't told about the coils being made of metal and nickel. I experienced a terrible miscarriage. Before that my period would stop then it will pick up the month of (B)(6) I bled for the whole month. Im always nauseous, lightheaded. I've dealt with weight gain in the belly. I suffer from headaches from time to time. Stabbing pains always on the left side. Im always fatigued ugh it's just bad.